Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm was reported. No medical intervention was reported (only "patient monitoring"). No further clinical information was provided by the customer.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no irregularities were observed in the event log that could indicate an over delivery. Conclusion: the accuracy of the device cannot be determined solely by the event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the complaint was not confirmed. No indication of any failure that could have caused or contributed to the complaint was observed. The pump's accuracy was thoroughly tested and found to meet specifications. Conclusion: the pump's accuracy meets specifications. No failure was found.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm was reported. No medical intervention was reported (only "patient monitoring"). No further clinical information was provided by the customer.